Event description:
Customer reported via phone call she was experiencing high blood glucose and no delivery alarms due to a bent cannula and was hospitalized with diabetic ketoacidosis. Blood glucose value at the time of admission was 550 mg/d. The customer had nausea, dry mouth, vomiting and shaking. She was treated with insulin drip and manual injections. The customer was not wearing the insulin pump at the time of hospitalization; she had removed it that same day. Blood glucose value when released from the hospital was 180 mg/dl. Customer declined troubleshooting. She was using 9mm cannulas but those were causing her pain, she switched to 6mm cannulas but she keeps having bent cannulas as well. She will try inserting into different areas first and call back if issue continues.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.